Event description:
It was reported that 8 bd ultra-fine¿ pro pen needles were clogged and failed to deliver medicine. The following information was provided by the initial reporter: "customer claimed clogged needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 24-oct-2022 h6: investigation summary one open 32g x 4mm pen needle sample was returned from lot. No. 2074822, cat. No. 320561. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 8 bd ultra-fine¿ pro pen needles were clogged and failed to deliver medicine. The following information was provided by the initial reporter: "customer claimed clogged needle"

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 8 bd ultra-fine¿ pro pen needles were clogged and failed to deliver medicine. The following information was provided by the initial reporter: "customer claimed clogged needle"